Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 488.076, lot: 4l94296, manufacturing site: mezzovico, release to warehouse date: 31. May 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary the returned alveolar distractor was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. The visual inspection revealed that the alveolar distractor mechanism is blocked due to post-production damages probably due to an incorrect tightening during surgery. There are no evidences of non-conformance manufacturing related. The functionality of the device has been verified re-inspecting the dimensional features pertinent to the complaint description: they are conforming to the specifications. The original functionality of the distraction mechanism is granted by the process verification, performed. The involved item has been manufactured and then released on may 31, 2019. All the items of lot 4l94296 have been assembled and functionally tested. (Assembly procedure) and no non-conforming parts have been detected. No non-conformances or document changes which may be related to the complaint condition have been identified. All the relevant features of the item involved in the complaint description have been re-inspected: they have been found conforming to the manufacturing specifications. As per the selected investigation flow from w-m-s080 appendix a, the investigation performed didn't identify any manufacturing defect or deficiency, thus the complaint investigation is considered not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was informed by the doctor in charge that the distractor got stuck halfway during simulation session when they were doing final checks on the stl model. Item was functioning well when during the first simulation session on the day before. Distractor is unable to distract and there is a clicking noise ongoing during the rotation of the activator. No patient involved. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).